Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient's custom trach malfunctioned. Rt was notified and trach changed to backup as ordered. Trach replaced with a new trach. This was a single use device that was reprocessed and reused on a patient. There was a patient involvement and there was no reported patient harm.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used custom flextend tracheostomy product was received for evaluation. It was confirmed that the cuff was unable to inflate due to airway blockage. The root cause was unknown. A device history record review could not be performed as the lot number was unknown.